Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received a shock. Upon interrogation, the programmer had a red error screen. The shock impedance was low and out-of-range at only 9 ohms. The smart pass feature had programmed itself off. The system has been implanted less than one month. It was determined that the electrode had dislodged and was in the pulse generator pocket. The doctor replaced the pulse generator and the electrode with new ones. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted an arc mark on the pulse generator case. This indicates a shock had shorted to the case. This type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the pulse generator case. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient received a shock. Upon interrogation, the programmer had a red error screen. The shock impedance was low and out-of-range at only 9 ohms. The smart pass feature had programmed itself off. The system has been implanted less than one month. It was determined that the electrode had dislodged and was in the pulse generator pocket. The doctor replaced the pulse generator and the electrode with new ones. There were no additional adverse patient effects.